Manufacturer narrative:
In accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient reported she started having intermittence with the device in (B)(6) 2015. In (B)(6) 2016 the patient's audio processor failed and a new one was provided to her on (B)(6) 2016. Device explantation is recommended although a date has not been scheduled.

Event description:
The patient reported she started having intermittence with the device in (B)(6) 2015. In (B)(6) 2016 the patient's audio processor failed and a new one was provided to her on (B)(6) 2016.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported she started having intermittence with the device in (B)(6) 2015. In (B)(6) 2016 the patient's audio processor failed and a new one was provided to her on (B)(6) 2016. The patient was re-implanted.